Event description:
An attempt was made to insert the guide wire into the sheath without any success. On removal of the guide wire, it was noted that the guide wire coils were unwinding. This is being filed based on the returned product evaluation that revealed a separated guide wire tip.